Manufacturer narrative:
The reported events of lead to inability to interrogate, no magnet response and premature battery depletion were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation. Correction: h6 - "170 - manufacturing process problem identified" and "4210 - leakage/seal."

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with fatigue and was near-syncope. It was noted, during an attempt to interrogate the pacemaker, that the pacemaker could not be interrogated and was unresponsive to a magnet. The patient then presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker exhibited loss of pacing. The pacemaker was explanted and replaced. The pacemaker was found to have a cloudy header and was able to be interrogated. There were no anomalies found during the interrogation. The patient was in stable condition during, and after the procedure.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to header delamination. The device was tested on the bench and header delamination was noted to be occurring between the header and can attachment allowing body fluids to enter the header. The cause of the reported field event was shorting between the header connection pins. This header problem is consistent with manufacturing anomalies.

Event description:
It was reported that the patient presented to the emergency room with fatigue and was near-syncope. It was noted, during an attempt to interrogate the pacemaker, that the pacemaker could not be interrogated and was unresponsive to a magnet. The patient then presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker exhibited loss of pacing causing bradycardia. The pacemaker was explanted and replaced. The pacemaker was found to have a cloudy header and was able to be interrogated. There were no anomalies found during the interrogation. The patient was in stable condition during, and after the procedure.

Manufacturer narrative:
Final analysis found a feedthrough breach anomaly affecting the devices hermeticity, resulting in damage to the hybrid which resulted in an inability to interrogate, no magnet response and premature battery depletion.